Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the user facility the device was heating up while running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Event description:
It was reported that during a surgical procedure at the user facility, the device was heating up while running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.